Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy, due to invalid impedances. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-03843. Additional information received advised the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. However, the high impedances issue persisted. Later, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. Effective therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-03843.